Manufacturer narrative:
Product evaluation: no injector (unspecified product) was returned for evaluation for the report of damage to the lens by the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a haptic was damaged by the cylinder of an injector during an intraocular lens (iol) implant procedure. The lens was not used and the procedure was completed with a different lens.

Manufacturer narrative:
This supplemental report is to cancel the originally submitted report because the cartridge is no longer the suspect product. The manufacturer internal reference number is: (B)(4).